Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a feeding tube. The customer reports that on (B)(6) 2013 the tube went down into the trachea and into the pleural space causing a pneumothorax. The patient required a chest tube insertion as a result of this incident.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.